Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Subsequently, this device was explanted and reconnected to a new right ventricular (rv) lead which was used as an external temporary pacing device. There were no additional adverse effects reported. The product was out of service.